Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had high impedances on 6 out of 8 electrodes. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 21.1cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.